Manufacturer narrative:
Additional information in g4, h6. Investigation results: it was reported that the polarstem modular head for 21000662 (75023711) was chipped and broke off due to normal wear and tear. Two parts were returned for investigation. Both parts show significant signs of use and one piece each is chipped off from the distal rim of the device. Therefore, the reported failure mode can be confirmed. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Based on the conducted product history review, there are no indications that the part failed to match specification at the time of manufacturing. There was one further complaint reported for the batch in scope, however the two complaints do not share the same failure mode. The modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. No breakages could be reproduced. The root cause for this fracture stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. Smith and nephew will continue to monitor this device for further similar issues. The returned devices will be discarded.

Manufacturer narrative:
Case-(B)(4).

Event description:
It was reported that the poly head was chipped and broke off due to normal wear and tear. The event occurred during set up / testing outside of the surgical environment.